Event description:
During a robotic assisted laparoscopic biopsy and fulguration of endometriosis, partial left ovarian cystectomy, right ovarian cyst draining and complete left ureterolysis, visualization system failed to ever turn on. It is believed that the battery it came with failed. FDA safety report ID # (B)(4).